Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 around 4:00am. It was reported that the patient was wearing the lifevest and the device was alarming. Review of the download data, indicates the patient received three shocks in response to amplitude oversensing and motion artifact . The patient was in asystole with cardiac amplitude over sensing at the time of the first treatment at 02:49:51 with a post shock rhythm of asystole with cardiac activity/motion artifact. The second treatment was at 2:50:27 when the patient was in asystole with cardiac activity/motion artifact, and the post shock rhythm was asystole with cardiac activity with possible CPR/motion artifact. The third treatment was as 02:51:01 when the patient was in asystole, and the post shock rhythm was also asystole. The response buttons were not pressed during the event. The patient passed away on 01/25/2020 around 4:00am.